Manufacturer narrative:
Product has been returned and investigation is in process. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the abbott diabetes care (adc) device. Customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). Customer received unspecified higher sensor scan results and experienced a loss of consciousness. Customer was unable to self-treat and paramedics were called and upon their arrival, a reading of 29 mg/dl was obtained on their meter. Customer was then given IV glucose by paramedics for treatment of a diagnosis of hypoglycemia. Customer was treated with glucose serum and no further treatment was required. There was no report of death or permanent impairment associated with this event.